Event description:
It was reported that during a supply change the user did not observe insulin drops after initiating the fill cannula step and had not yet inserted the infusion set, which constituted a use-of-device problem during an infusion set and cartridge change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found, with the device component not further classifiable by an available term, and the event related to use of device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. Insulin delivery resumed successfully after education and correct performance of the supply change steps.